Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and vibrate anomaly. The customer¿s blood glucose level was unknown. The customer reported that the buttons were not responsive and no delivery alarm. It was reported that the insulin pump will vibrate without alarming. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioned properly and no button error alarm was noted during testing. No moisture or corroded keypad was found. No flattened keypad noted. The keypad connector was inspected and locked on the lcd board. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery and occlusion tests with no anomaly noted during testing. The pump passed the self test with no audio/vibrate anomaly noted. The test reservoir was able to lock in place.